Event description:
Boston scientific received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) suffered an unwitnessed arrest and died. It was assumed the pt had a cardiac arrest. The device was not interrogated after death, and it is unknown if it can be retreived for analysis. The device was part of the shorting under header advisory.

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event, if add'l info becomes available, the event will be updated. In june 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made august 2004. This device was manufactured on or before august 2004 and is included in this population.